Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
It was reported that a 117¿ (297 cm) 60 drop 150 ml burette set (clave¿, shut-off) w/2 clave¿, rotating luer with list number b99172 and lot number 14065212. It was stated in the report that earlier this week, during the first 100 cc of fluid administration to the baby, the blue ring floated as expected. Once the first 100 cc was given to the patient, the anesthesiologist started to refill the chamber. Once the chamber was refilled, they observed that the intravenous (IV) was not flowing. While troubleshooting that problem, he noticed that the blue ring was stuck to the bottom of the bureterol chamber, and despite their efforts, the blue ring would not float back up and was stuck to the base of the chamber. That would not allow the fluid to flow forward. They had to take the said bureterol set out of the system, and used a second bureterol, which worked as expected. The fluid was a lactated ringer's with part number 07953-09, and there was no drug quality issue with the lactated ringer's. The sample is available for evaluation. There was no patient harm, but there was a couple of minutes' delay in therapy.

Manufacturer narrative:
The device was received for evaluation, and no visual damages or anomalies were observed. The blue ring was floating upon arrival. The reported complaint of the blue ring being stuck could be confirmed from the received photo. However, the blue ring was floating upon arrival and met product specifications. The probable cause of the blue ring being stuck is unknown. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.